Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of 'squeeze lever is broken" was confirmed and not reproduced. The root cause was attributed to a damaged pusher block. The pusher block was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of squeeze lever is broken. This condition has the potential to interrupt delivery. This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.